Event description:
In 2003, patient underwent roun-en-y gastric bypass with implantation of staple line buttress device. At approximately 5 months post-op, patient developed ulcer in gastric remnant pouch and new gastric pouch. Ulcer had eroded into splenic artery causing upper gastrointestinal bleed and a gastro-gastric fistula. 10/2003, pt underwent exploratory procedure during which surgeon observed buttress device near ulcer formation. The surgeon did not remove the buttress. Surgeon indicated the patient is currently on usual diet and doing well.